Event description:
The initial attorney report alleged unspecified injuries after the implant of a ventralex mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of ritcher hernia with composix kugel. On (B)(6) 2007 - pt underwent drainage of peritoneal cyst and repair of a incisional hernia with a non-bard mesh. Lysis of adhesions were performed. On (B)(6) 2007 - pt underwent incision and drainage of a wound infection. On (B)(6) 2007 - pt underwent excision of necrotic skin with closure of defect with adipose cutaneous advancement flap and complex repair of wound. On (B)(6) 2007 - pt underwent excision of abdominal wall mass and closure of a defect. On (B)(6) 2010 - pt underwent repair of incisional hernia with ventralex mesh. On (B)(6) 2010 - pt admitted for recurrent incisional hernia with extensive foreign body and pain. Discharged on (B)(6) 2010. On (B)(6) 2010 - pt underwent repair of recurrent incisional hernia with composix l/p. The ventralex mesh, an unidentified mesh, and suture material were excised. Bowel noted to be released from the undersurface.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all patient, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt was treated for a recurrence four months post implant of the ventralex mesh. At the time of repair the ventralex mesh was explanted along with a previously placed unidentified mesh. Although there were no culture reports provided, a urine analysis during the hospital admission tested (B)(6) for 1 + bacteria. There is no indication of further infectious process during the hospital stay. Although there is no confirmation of the presence of an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for recurrence which is a known adverse event listed in the IFU. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn. See MDR 1213643-202-00295 for info related to the composix kugel mesh implanted on (B)(6) 2006.